Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. The recipient has reportedly hit their head on implant side. External equipment was exchanged, however, the issue did not resolve. Device testing could not be completed due to loss of lock. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: sections b.3, d.6b, d.9. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna coil wires. System lock is only obtained while manipulating the antenna. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this implantable cochlear stimulator (ics) device was attributed to broken antenna wires, which is consistent with the trauma reported. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.